Event description:
It was reported the screen shut off on its own with a full battery. Tried holding the power down multiple time for a variety of time frames (3 to 10 seconds), tried unplugging everything and holding the power, disconnected the battery and plugged back in, even tried all this things again with the unit plugged into the wall. After letting the unit sit for a few hours, it was usable again. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.